Event description:
This 55 year old patient had silicone gel implants placed in jury, 1985. Since then she has developed fatigue, swollen ankles and stiffness, dry eyes and low back and shoulder pain. She also has short term memory loss and night sweats. The patien had a bilateral periprosthetic capsulectomy with removal of the implants. The implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.